Manufacturer narrative:
Eval: lot number of solution used by pt is unk, and the complaint unit has been discarded. Further product investigation cannot be performed. It is unk if the device failed to meet specs as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/ adverse event is unk. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. Root cause has not been established.

Event description:
The aunt of a male pt (she is an anesthesiologist) reported that on a visit, her nephew ran out of his usual contact lens solution, so she sent him home with an expired bottle of completed multi-purpose solution easy rub formula. He used the bottle (unk regimen and period) and the reporter first noted he experienced an "allergic reaction" with ocular puffiness, redness and irritation. However, in f/u, it was reported that the pt experienced a 'severe reaction' (with add'l symptoms of 'spots' all over and difficulty breathing). He sought treatment at a local ER and was reportedly told that he had an allergic reaction to the completed mps. The treatment provided is unk. The complaint unit of product was discarded. However, return of two other units with the same lot number, which were unused and outdated, were requested from the reporter, as well as the pt's contact info, so that we could f/u with the pt and the emergency room. The reporter suggested, I send the request for information packet to her and she would forward the request to him. However, she contacted us subsequently and said she would not forward the info, and that she had discarded the other two units of product.